Manufacturer narrative:
Results: wire connection from the solenoid mount assembly had disconnected from the power board.

Event description:
It was reported that the ventilator was not holding peep where it keeps dropping to zero at 5cmh2o setting. The reported problem occurred during pre-test and the ventilator was not connected to a patient. There was an audible alarm when the event occurred.